Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using three prostyle after a percutaneous coronary intervention using an 8f sheath. Reportedly, when the devices were pulled against the vessel wall, the devices pulled out of the patient. A fourth proglide was used with the position changed to 1 o'clock and the device achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle devices referenced are being filed under separate medwatch report numbers.